Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a direxion micro-catheter. The shaft was microscopically examined. The device showed 1 separation on the nickel shaft. The separation was located at 26cm from the hub. No other damage was noticed on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. The target lesion was located in the liver. A direxion hi-flo fathom-16 system was selected for use. Upon completion of the procedure, a loop in the catheter was noted. When the direxion was being straightened, it snapped midway outside the patient's body while the microcatheter was inside the patient. The device was removed together with the microcatheter. Procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: early 60's. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. The target lesion was located in the liver. A direxion hi-flo fathom-16 system was selected for use. Upon completion of the procedure, a loop in the catheter was noted. When the direxion was being straightened, it snapped midway outside the patient's body while the microcatheter was inside the patient. The device was removed together with the microcatheter. Procedure was completed with this device. No patient complications were reported and the patient's status was fine.